Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 60396903; primary titanium hemi cluster hole cup 54 mm; cat# 502-03-54e; lot# ma4w2t; 6.5 cancellous bone screw 30 mm; cat# 2030-6530-1; lot# ey61vv; 6.5 cancellous bone screw 20 mm; cat# 2030-6520-1; lot# k38hy6; accolade c cs 127 nk; cat# 6057-0537d; lot# vy11k3; osteonics univ. Distal spacer; cat# 1067-0011; lot# 3v6y62; simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# dfy016; simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# dhy021; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient had a total hip on (B)(6) 2018 which became infected and required a wash out. The infection developed in the hip joint with pain. A head and liner exchange was performed.